Event description:
Customer advises of elevated and critical potassium results. Recently the clinic collected 3 different patients on 3 different days ((B)(6) 2021) that resulted with elevated and critical potassium results. All 3 patients were recollected the same day and the recollect potassium was within normal range and did not repeat critical. All 3 critical results were rerun on the initial tube and repeated critical with the same results. 2 of the patients were recollected at the clinic with the same lot number of tubes. 1 of the patients were recollected at the hospital in a greiner vacuette lithium heparin tube (lot number unknown). All 3 patients were collected at various times of the day. The patients' clinical presentation did not correlate to a critical potassium result. No known dietary issues with all 3 patients. The only medications noted with all 3 patients was a statin. Patients did not receive any treatment between initial draw at the clinic and the recollect. The specimens were centrifuged for 10 minutes at 3900 rpm, 1850 rcf. Specimens were not re-centrifuged. It is unknown if the specimens were filled appropriately to the fill mark of the tube, +/- 10%. The specimens were collected with a straight needle; the needle and holder are bd. The collect order of draw was followed. The tourniquet is removed once the needle is inserted into the patient's arm. The phlebotomists have all been retrained. The specimens at the clinic were performed on the ortho 5600. The specimens were repeated next door at the hospital laboratory and repeated with the same result as the clinic. The hospital's analyzer is the siemens vista. All 3 specimens had no visible hemolysis. All 3 specimens resulted with no hemolysis by the analyzer when tested. Other analytes performed on the initial draw were repeated in the recollect. All other results (beside the potassium) repeated and correlated to the initial results. Only the potassium result did not correlate. Both the clinic and the hospital's analyzers' quality control results were all acceptable on days of testing. Proficiency testing performed on both analyzers have been acceptable. Customer advises that the current lot number in the lab was b201135y and samples available to return for evaluation. The customer provided photo of sample from lot b20103eb. Customer advises that in that day of the specimen in photo there were mixed lots (of both b20103eb and b201135y).

Manufacturer narrative:
Complaint (B)(4): received 1rk 456073p/b201135y for evaluation. Received customer pictures. No samples of 456073p/b20103eb were received. We have no further complaints on the material/batches. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly, level mark, filling level, draw volume and additive according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled and had the correct fill guideline position. Greiner fill mark provides a visual control opportunity for the phlebotomist and for the lab personnel to check for proper volume collection of specimen. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. Additive content was found to be within specification in all tested samples. Samples were checked for potassium content and none could be detected. No deviations could be observed in the samples. Therefore, the complaint is not confirmed.